Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01).

Event description:
The patient underwent an unspecified procedure to the axilla area where perclot was applied. Two units of one gram perclot were used. Within 24 hours post operatively, redness and warm to touch at the incision site. The patient was placed on unspecified antibiotics. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.